Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/17/2013 with the following findings: evaluation revealed that the daily insulin delivery totals appear inconsistent due to time/date issue. No data in black box or download histories from time of reported bg excursion due to continued use. A 29 hour flow accuracy test was performed and the pump passed flow accuracy test and was found to be delivering within the required specifications. The keypad symbols were found to be worn.

Event description:
On (B)(6) 2011 5am, the pt was found nearly unconscious. The pt's wife was able to get him to drink some orange juice. When the emergency medical services (ems) arrived, the pt was treated with IV glucose. The pt recalled that one of his first blood glucose results after being given the IV glucose was 2.1 mmol/l (38 mg/dl). The pt was also taken to the hospital because he was still feeling dizzy and was "talking differently." The pt was treated for hypoglycemia and released 4 hours later. On the day before the reported event, the pt was getting blood glucose results of 8.6 (8am), 7.2 (12pm), 5.1 (4pm), and 2.1 mmol/l (6pm). The pt treated his 2.1 mmol/l blood glucose level with orange juice and reduced his dinner bolus. The pt indicated that he had increased activity levels on that day because, he was shoveling snow and he admitted that he possibly tightened the cartridge cap while attached to the pump on (B)(6) 2011. The pt was advised not to do this since it can cause unwanted insulin to be delivered. Details regarding events that occurred between 6pm on (B)(6) 2011 and 5am on (B)(6) 2011 were not provided. The animas customer support rep (csr) went through troubleshooting with the pt and noted that the pump settings were confirmed to be correct and the total daily dosages for (B)(6) 2011 were correct. The animas csr confirmed there were no extra boluses delivered in the pump's history. There was no indication that the pump malfunctioned; however, this complaint is being reported because, the pt allegedly became hypoglycemic and required medical intervention. The pt was also advised to consult with their hcp regarding insulin adjustments during increased activity.